Manufacturer narrative:
This report is for one (1) unknown pfna blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown pfna blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown procedure wherein a proximal femoral nail antirotation (pfna) was implanted for femoral subtrochanteric fractures. After closure of the surgical wound, x-rays were taken and showed that the blade was positioned out of bound. On the next day, (B)(6) 2018, re-operation was performed to the patient under general anesthesia. During the procedure, all of pfna except the end cap were replaced to new ones. Before the new implants were placed, reduction was performed on the fracture site again. The procedure was successfully completed in two hours. Patient outcome was unknown. Concomitant device: end cap (part: unknown, lot: unknown, quantity: 1); pfna nail (part: unknown, lot: unknown, quantity: 1); screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown pfna blade. This is report 1 of 1 for (B)(4).